Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the cutter insertion and had a drilled neuro-tip. A visual and functional assessment was performed on the device which found that the device failed the cutter insertion assessment and the device had a drilled neuro-tip. It was observed that the bearings were worn out and loose, which created a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter device to pass through. It was determined that the issue with the worn out bearings was consistent with normal wear over time. It was further determined that the issue with the drilled neuro-tip was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro-tip of the attachment. When the drill was started, the burr drilled into or through the neuro-tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device did not stop when the foot was released from the pedal. As a result, it was reported that the perforator device plunged through the dura (located under the skull and around the brain that keeps the cerebrospinal fluid from leaking). During in-house engineering evaluation, it was observed that the craniotome device failed the cutter insertion and had a drilled neuro-tip. It was reported that the devices were used together during use on a patient. It was not reported if there were any delays in the surgical procedure or if spare devices were available. There was patient involvement reported. It was unknown if there were any medical intervention or prolonged hospitalization. The patient's outcome post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.